Event description:
It was reported that a spectrum pump experienced door latch issues. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and eval the device was found to be out of specification in relation to the reported symptom, which was reproduced. Door not fully latched alarms were confirmed and were determined to be caused by failed link screws. The failed link screws were replaced.